Event description:
A malfunction alarm was reported and required a replacement as the code was not resettable. There was no reported adverse impact to the customer's blood glucose level. The pump was confirmed to be under warranty and a replacement pump was provided. The customer was instructed to return the problematic pump using the pre-paid label and return box. The customer did not disclose the type of backup therapy to be used in the interim.